Manufacturer narrative:
(B)(4). Based on the user facility email response, the unit has been checked and/or repaired by the customer and returned to service. However since the user facility did not record unit serial number, model or property tag number they were not able to provide unit service or repair history. A carefusion evaluation of th alleged faulty unit was not conducted as the unit wa not made available for carefusion to evaluate. Due to the lack of unit serial number or root cause being identified, no component trend has been identified and care fusion considers this event to be an isolated incident.

Event description:
The following description of the event and the condition of the patient was copied from the user facility medwatch report received by carefusion from the FDA on (B)(4) 2013. The following information was copied by a carefusion tech support specialist in response to an e-mail from the user facility on (B)(4) 2013. "Typically the report would include the gender, so that was an oversight. The patient is male. Prior to the incident the ventilator settings, found in the medical record were: ventilator: continue pcas, will decrease rate to 40, ip to 17, peep down to 9. I am not a respiratory professional, so I cannot interpret this for you. The patient remains vent dependent. From the information available to me, it seems the vent was checked and/or repaired and returned to service. The serial number and property tag number were not recorded, so it is unlikely we would be able to determine which vent it was at this time. These numbers are usually noted, but unfortunately not for this one."